Manufacturer narrative:
The company service representative examined the system but did not replicate the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery, low and high intraocular pressure were repeatedly indicated and reached 100 mmhg due to poor iop control. The patient's eye pressure was still strong even though the surgeon press the eye ball. The patient experienced retinal edema due to high intraocular pressure (iop) which was revealed by optical coherence tomography. The console and surgical procedure pak were replaced with another one and the surgery was completed. It did not affect eyesight, but the retina was whitisher than usual. The surgeon reported the retinal edema as non-serious and patient recovered from retinal edema. There was no issues with retina and vision at the time of this report. However, since the surgery was difficult to continue due to high iop, the remaining vitreous in the patient eye resulted in the patient complaining of myodesopsia. A re-operation would be performed as the patient requests and it was unknown whether re-operation was performed. The surgeon assessed the causality of the event as caused by device.